Event description:
An asymptomatic patient presented to clinic for a follow up, t-wave oversensing was observed. The device was reprogrammed by decreasing ventricular sensitivity. Hence, the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.